Event description:
It was reported that the patient experienced activation issues and mechanical issues with an inflatable penile prosthesis (ipp) at the fist follow up appointment with the healthcare provider. A revision surgery was performed in which the existing pump was removed and replaced. No additional information was reported.

Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported activation issues cannot be established as the product is not available for analysis. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.